Manufacturer narrative:
H.6 investigation summary material 297354 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 2026746 was satisfactory per internal procedures. Formulation, filling, torquing, and autoclaving processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Checks for fill volume were complete and within specifications per procedures. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr is reviewed to confirm the following: --the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. --all autoclave parameters conformed to the validated cycle parameters for this product. --the minimum f0 for this product was met. The complaint history was reviewed, and no other complaints have been taken on this batch. Retention samples from batch 2026746(10 tubes) were available for inspection. No media, defects or evidence of turbid media was observed in 10/10 retention samples. Media appearance was a clear light yellow as described in the certificate of analysis. For further investigation two retention tubes went into incubation. One retention tube was placed into 33-37-degrees celsius incubator, and one retention tube was placed into 20-25-degree celsius incubator. At the end of a seven-day incubation period no microbial growth or change in media color/clarity was observed in 2/2 incubated retention tubes. Four photos were received to assist with the investigation: the first photo is of one tube from batch 2181675 and in the background is a tube rack with some other tubes in the rack. The appearance of media in the tube held in the front and the appearance of the media in the tubes in the background appears to be light yellow and clear as described in the certificate of analysis. The second photo shows a partial tube from batch 2181675. The media in this photo can be partially seen and appears to be turbid/hazy. The third photo also shows one tube held in front of a tube rack with some tube in the rack from batch 2181675. The media in the tubes in the tube rack appears to be light yellow and clear as described in the certificate of analysis. The tube held in front of the rack the media appears hazy and possibly lower than the expected media fill. The last photo shows the bottom of a partial tube, the media appears to be turbid/hazy. The media fill also appears to be lower than the expected media fill possibly from a leaking tube, there is evidence of spilled media on the tube. No product information is presented in this photo. Without product verification a photo alone cannot verify a complaint. The photo must show clear indication of the product, product defect, and important product information such as batch/lot number must be provided. The photos received showed a different batch number. No returns were received to assist with the investigation. This complaint cannot be confirmed for batch 2026746. Bd will continue to trend complaints for contamination for batch 2026746.

Event description:
It was reported bd bbl¿ trypticase¿ soy broth contamination occurred. The following information was provided b the initial reporter: customer reported that the tube received was contaminated based on their observations : cloudy media, faint yellow-colored media, low volume media, debris mass clustered towards the bottom and middle of tubes, and an ftm box containing a light brown stain. Lot#2026746. Hazard, injury or erroneous results? No. Hazard, injury or erroneous results details.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported bd bbl¿ trypticase¿ soy broth contamination occurred. The following information was provided b the initial reporter: customer reported that the tube received was contaminated based on their observations : cloudy media, faint yellow-colored media, low volume media, debris mass clustered towards the bottom and middle of tubes, and an ftm box containing a light brown stain. Lot#2026746. Hazard, injury or erroneous results? No. Hazard, injury or erroneous results details.